Event description:
It was reported that during a ptca/stent procedure of a long, subtotal occlusion in the right coronary artery, an attempt to deploy the stent at 24 atmospheres resulted in a balloon perforation with subsequent difficulty in removing the stent delivery system and partial balloon separation in the vessel. Retrieval attempts were unsuccessful and the distal vessel was embolized; the balloon segment remains in the pt and further attempts to retrieve it will not be made. Reportedly, the pt is doing well.